Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2020. H3 investigation summary: unopened samples of product code f318, lot pkk666 were received for analysis. The sample complaint was not returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Less than 30 minutes. Was the procedure completed successfully? Use of another devices to complete the procedure. What is the patient's current status? The post-op phase was simple.

Event description:
It was reported that the patient underwent an eventration procedure on (B)(6) 2019 and suture was ued. The strand pulled off at the fastener of the plaque. There was a delay of less than 30 minutes to complete the procedure. Another like device was used. There were no adverse patient consequences reported.